Event description:
The customer reported that there was a burning smell coming from their lh500 instrument. The instrument was powered off once the customer noticed the burning smell. There was no smoke, sparks or flames and the fire department was not called. No erroneous results were associated with this event.

Manufacturer narrative:
A field service engineer was dispatched. He replaced wire and connector at the rf solid state radio frequency (rf) box. The screws on the connector were loose causing it to heat up and burn the plastic on the connector. Upon recur of the failure mode identified; un-flagged, flagged, or non-numeric results for diff and retic are likely as an rf box failure can impact diff and retic measurement during analysis. (B)(4).